Manufacturer narrative:
Initial and final MDR 1901090- MDR 3003442380-2024- 11705- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported by the patient that five infusion set cannula was crimped due to which hyperglycemia occurs after 3 hours of insertion. High blood glucose level was 500 mg/dl and treated by correction bolus via pump. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.